Manufacturer narrative:
Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Cyst-ndr: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device.visibility/palpability: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported right side rupture as well as a "lump that turned out to be a benign cyst" diagnosed by MRI. Patient later reported "seroma-late" and "breast gone up higher and become harder." Patient also reported "benign fibroadenoma" which is not device related. The patient subsequently reported, "peri-implant fluid", capsular contracture baker grade unknown and "has gone up higher and become harder". Healthcare professional later reported capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture as well as a "lump that turned out to be a benign cyst" diagnosed by MRI. The device remains implanted. This record relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Patient reported rupture as well as a "lump that turned out to be a benign cyst" diagnosed by MRI. The device remains implanted. This record relates to the right side.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
The patient subsequently reported, "peri-implant fluid", capsular contracture baker grade unknown and "has gone up higher and become harder". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right side rupture as well as a "lump that turned out to be a benign cyst" diagnosed by MRI. Patient later reported "seroma-late" and "breast gone up higher and become harder." Patient also reported "benign fibroadenoma" which is not device related. The device remains implanted.

Event description:
Patient reported right side rupture as well as a "lump that turned out to be a benign cyst" diagnosed by MRI. Patient later reported "seroma-late" and "breast gone up higher and become harder." Patient also reported "benign fibroadenoma" which is not device related. The patient subsequently reported, "peri-implant fluid", capsular contracture baker grade unknown and "has gone up higher and become harder". Healthcare professional later reported capsular contracture baker grade IV. The device has been explanted.